Event description:
Patient complained of chills and feeling cold 1 hour 25 minutues into dialyzsis treatment. Blood pressure 90/polyable, temp 98.2, 15 minutes - 30 minutes later patient continued to feel poorly dialysis was slapped, blood was returned. Blood pressure 100/p temp 99.7. Dialysis was initiated with a new prepressed dialysis and bloodlines. Patient reported improvement in symploms and completed dialysis treatment. Tast treatment blood pressure 105/75 temps 98.4. The patient had no complaints pre dialysis temp 97+ - bp110/70 hr76